Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient called the health care provider (hcp) regarding her refill and was told the hcp no longer refills the pumps but only provides injection. The hcp had only refilled her pump ¿the last time¿ as a courtesy and the patient was not aware of this arrangement. The patient¿s last refill was (B)(6) 2014 and according to her personal therapy manager (ptm) the pump would be empty on (B)(6) 2014. The patient stated, she was concerned to find a health care provider before her pump ran out as that had happened to her ¿before.¿ it was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.